Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)

Event description:
It was reported that the customer had a high blood glucose level but not hospitalized. The customer's blood glucosed level was 460 mg/dl. The customer stated that they have a back up plan. The patient was treated with bolus. The troubleshooting was performed. The patient was advised to disconnect to insulin pump. The customer was advised to change entire set, reservoir and insulin and treat per health care provider instruction. The customer was advised to monitor the insulin pump and call back for high pressure test.